Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that the patient reported the "battery doesn't charge anymore" and they're "not able to charge it." The agent reviewed that patient's ins is a non-rechargeable device and only the handset/communicator would need to be charged. Caller was unable to provide any further clarification on what the patient meant. The caller was not with the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue. The agent reviewed that ins would need to be put into MRI mode unless it was at end of service (eos), then the eligibility form would be need to be completed by the hcp. Additional information was received from the patient on 2026-feb-11. They reported that the device malfunctioned and was verified by their hcp. The cause of the malfunction was unknown by their doctor. As for actions taken to resolve it, the device will be replaced for the third time. The date for replacement is pending and unknown and as such the issue has not ret resolved.